Manufacturer narrative:
(B)(4)

Event description:
It was reported that during testing, the ventilator oxygen (o2) sensor was drifted out during calibration. There was no patient attached to the ventilator. The o2 sensor was replaced.